Manufacturer narrative:
Date initial report sent: 11/02/2009.

Event description:
Procedure: colon resection (sigmoid colectomy). According to the report: the bowel ends were not too thick, and there were two good donuts and no air leak at the end of the procedure. The patient was discharged home in the a.m. And that afternoon had a large bowel movement with sudden onset of abdominal pain. Peritonitis occurred. Leak discovered five days post operatively. The right half of the eea anastomosis was disrupted during xlap with no tension and no signs of ischemia. Surgeon noticed shapes had pulled apart. Tissue damage and patient injury reported. Delay in or was 30 minutes.